Event description:
A pt reported experiencing inaccurate erratic results with a one toucn basic meter. Pt's blood glucose results were 58 mg/dl, 87 mg/dl within 10 mins, with a difference of 26 mg/dl or 45%. Pt did not experience any adverse events. No further info has been reported.